Manufacturer narrative:
Biomérieux internal investigation was conducted. No organism or raw data was submitted. The strain could not be tested. Review of submitted lab reports: the lab report submitted for qc candida albicans atcc® 14053 tm tested on vitek® 2 yst ID lot # 243355910 indicated one reaction (lmlta) did not give the expected result. Lab report #15096108-3 showed an identification of 85% candida famata. There were three atypical positive reactions (dxyla, no3a, dcela) when compared to the expected reactions for candida albicans. Lab report #15096108-1 showed an identification of 87% stephanoascus ciferrii. There were 13 atypical positive reactions (drafa, lrhaa, bnag, laca, arba, amya, dcela, dmela, laraa, ggt, gena, lsbea, esc) when compared to the expected reactions for c. Albicans. An increased number of atypical reactions can indicate contamination or mixed culture. Without the ability to test the strain, further evaluation is not possible. Evaluation of the manufacturing qc batch records indicates vitek® 2 yst ID lots 243343910 and 243355910 passed qc performance testing. Based on the results of the investigation, the vitek® 2 yst ID cards are performing in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit (ref 21343). Candida albicans was misidentified as either candida ciferri or candida famata. Testing via alternate methods (remel chromogenic media, germ tube test) obtained an identification of candida albicans. The customer confirmed that the discrepant result did not lead to any adverse event related to a patient's state of health. Culture submittals were requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.